Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 was being inserted via the axillary artery graft to support the 75 year old male patient who had been admitted in with cardiomyopathy, presenting in scai stage d shock. Prior to the pump being placed the patient was on an intra-aortic balloon pump (iabp) for support. The underlying medical history was not shared. Despite all efforts and wire exchanges the pump failed to deliver to the left ventricle. The native anatomy was tortuous and the 5.5 failed to deliver, so it was removed and replaced by an impella cp. The exchange was performed with no consequence to the patient. The cp also failed to deliver and so the impella support was aborted. The patient did survive.

Manufacturer narrative:
B5. Additional event description added.

Event description:
Additional information was received rom the complainant reporting the device would not advance from origin of innominate artery into ascending aorta due to anatomy. Attempts with other wires and strategies were also unsuccessful. The procedure was impella 5.5 implant via 10mm dacron graft on the rt. Axillary artery. No extraordinary force was applied when advancing device. The device was removed without difficulty.

Manufacturer narrative:
D4: corrected the catalog number and serial number.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3( manufacturer fax); d10(concomitant med products); upon review, it was identified that the information was inadvertently not submitted in the initial report. The cause of the hemodynamic instability was not determined due to insufficient clinical details. The cause of the failure to advance was not determined due to insufficient clinical details and no product return.